Manufacturer narrative:
Manufacturing site: (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date of this report and the date received by the manufacturer were considered the date the device returned. The guide wire was returned to the manufacturer for evaluation. The returned guide wire had its coil wire fractured and elongated for approximately 750mm originating from the proximal solder originally located at 120mm from the tip. Torn fragments of the polymer jacket were on the elongated coil wire. The exposed core wire was found fractured at approximately 85mm from the proximal solder. Microscopic observation of the core fracture showed that the core wire was deformed into a hook. Observation by scanning electron microscope revealed that helical marks on the core shaft and a flat fracture surface. These findings supported that torsion had contributed to the core fracture. Soldering material was observed on the fracture end of the elongated coil wire. The fracture end of the coil wire showed characteristics seen on the fracture by torsion that was likely generated when the coil structure became straightened. Measurement of the returned guide wire suggested that approximately 35mm of the core wire and 45mm of the coil wire were missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation had contributed to the observed core wire fracture. The applied stress would exceed the product's design limit as the tip was being trapped in the lesion. Tensile stress generated with wire removal probably caused the coil wire to break off. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, the missing tip segment was not returned; therefore, a potentially that the missing segment might be left in the patient could not be completely ruled out. Instructions for use (IFU) states: [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; [warnings] never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that a percutaneous peripheral intervention was performed to treat a severely calcified, chronic total occlusion (cto) in an unspecified artery in the below-the-knee region. An asahi guide wire was used when its tip was caught by the cto. Upon wire removal, coils of the guide wire became elongated. A new guide wire was replaced to resume the procedure. The blood flow was successfully reestablished by balloon dilation. There were no adverse patient effects associated with the reported guide wire.